Manufacturer narrative:
Cmp-(B)(4). Medical product- unknown palacos (qty 2), unknown patella size 29, unknown femoral component size f, unknown articular suface size 12. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 03008, 0001822565 - 2017 - 03009, 0001822565 - 2017 - 03010.

Event description:
It was reported patient was experiencing pain and was revised due to tibial loosening approximately 4 years post implantation. During the procedure the patient had a blood clot. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under zimmer (B)(4).